Event description:
It was reported that the catheter was pulled out of the intended location. This ekosonic endovascular device was in use to treat bilateral pulmonary embolism. The patient arrived in the ICU around 5:30pm for therapy, and at 11:46pm it was reported that the patient had removed the dressing and the catheters were pulled back. The nurse had gotten orders from the physician to push the catheters back in and continue therapy as ordered, however it was advised that they should reposition under sterile technique and fluoroscopy to gain the proper placement. Additional information was requested regarding the procedure and patient outcome, however no further information was available. There were no patient complications reported.